Event description:
It was reported that the customer experienced elevated blood glucose levels (595 mg/dl) and ketones. Reportedly, air bubbles were present and successfully expelled during troubleshooting. During troubleshooting the customer noticed that insulin was coming out from the middle of the infusion set needle instead of the tip of the needle.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) years old.